Event description:
Customer reported, she was hospitalized for high blood glucose about 500 mg/dl. Customer's symptoms were high blood glucose, nausea, and vomiting. Customer stated high was due because she had trouble with infusion sets bending during insertion. Customer was not in a car accident. Customer was sent home a couple of days later once stable. Customer was wearing the device at the time of admission. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.